Manufacturer narrative:
Image review: a single photograph was received for analysis. It was noted that balloon chamber was in a post inflated, (e.g. Not tightly wrapped or winged). The balloon chamber does not exhibit either radial or longitudinal tearing. It is not possible to detect a pinhole breach of the balloon chamber material based on the photograph. No presence of sanguine residue was noted in the balloon chamber. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a pta reef hp device to treat an intravascular fistula. The fistula was described as 40% stenotic with moderate calcification. The device was prepped without issue and there was no damage noted to the packaging and/or hoop/tray. The device did not pass through a previously deployed stent, no resistance was encountered and there was no excessive force used. The balloon was inflated to 15atms and it was reported that the balloon burst due to a pin hole leak. The balloon did not fragment as it was retrieved directly. Another balloon was used to complete the procedure. The surgical time was extended by approx. 3 hours.